Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h6 h10 visual examination of the returned product identified the shaft has scuffing. There is gouging under the strike plate along with impact marks to the top of it. The threaded inserter was not returned. A picture was provided of the threaded shaft. Examination identified its covered in bio-debris and the threaded tip is fractured. Complaint confirmed based on provided image and returned product. Part and lot identification are necessary for review of device history records, neither were provided medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110003451 g7 str modular shell inserter lot number 503710 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00841 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the unknown threaded shaft was fractured. There was no patient impact. There is no additional information available at the time of this report.